Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
It was reported that the insulin pump alarmed button error. Customer took the batteries out and when they placed them back in the insulin pump alarmed battery out limit with a constant tone. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to the unresponsive button. The device was received with cracked display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.